Event description:
The tip of a ball tipped probe instrument broke off inside the patient's left t-5 vertebral pedicle. The broken piece was not able to be removed/retrieved.====================== manufacturer response for ball tip probe, medtronic legacy system======================broken equipment taken by sales representative to return to the company. Have not received any additional information from manufacturer at this time.

Event description:
The tip of a ball tipped probe instrument broke off inside the patient's left t-5 vertebral pedicle. The broken piece was not able to be removed/retrieved.====================== manufacturer response for ball tip probe, medtronic legacy system======================broken equipment taken by sales representative to return to the company. Have not received any additional information from manufacturer at this time.